Event description:
Per the clinic, device was explanted on (B)(6) 2013, due to inflammation of the granulation tissue around the implant side. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4). This report was filed (B)(4) 2013. Device not available for analysis.